Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had recorded false episodes. The device was reprogrammed and remains in use. It was also noted that the allied health professional did not like how the device data was displayed and how much work it was to determined if the programming changes corrected the issue. No patient complications have been reported as a result of this event.